Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, cs reports, system history, system log files). The onsite service intervention showed a defective ¿k2¿-relay in the control cabinet, which controls the power to the cooling system. As a result, the power supply of the cooling unit and the oil pump of the x-ray tube failed, causing the loss of x-ray imaging functionality. To resolve the problem, the relay was replaced, and the reported error has not re-occurred. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling system. During an emergency procedure, an error message regarding the x-ray tube was displayed. Furthermore, interval warning sound was heard as well. The patient was relocated to a different hospital to continue with the procedure. The detailed clarifications of this event are currently ongoing; therefore the event is reported in doubt. We have no indications of any adverse effects on the health status of the involved patient.